Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had intermittent issues with injecting insulin into the cartridge. The cartridge and syringe were changed to resolve the issue. Blood glucose level was not impacted.